Event description:
Reference number(B)(4). Event occurred in the united states it was reported that the patient experienced an adhesive failure event on (B)(6) 2026 as the infusion set did not stick properly. No further information available.